Event description:
Procedure performed: open myomectomy. Event description: account manager was present during the procedure. During the procedure, the surgeon and nurse both noticed that the polyurethane at the bottom of the unit was ripped. They removed the ripped device and completed the surgery with a second unit. Photo will be provided. Additional information provided by [name] on 06feb2026 via email: open myomectomy. No other disposables, blunt instrumentation only. Separated from the film itself. No other instruments used during insertion. During the procedure, richardson retractor and various clamps, cautery but it remained in its protective holder unless active in the surgeons hand, none used on the alexis retractor. As for particulation - not that was visible or identified. Immediately upon the visualization of the separation of the film of the alexis, it was removed and replaced with a new alexis retractor. Intervention: used another unit to complete the surgery. Patient status: no patient injury.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.